Event description:
Generator analysis was completed. The reported allegation of ¿high impedance suspected generator issue¿ was not duplicated in the product analysis lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. Based on this information, since there is no generator issue, the high impedance is likely related to a lead issue such as microfracture. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.

Event description:
Patient presented with high impedance. It was noted that x-rays were taken and no fractures were found, but x-rays have not been reviewed by the manufacturer to date. The patient underwent surgery and the high impedance resolved after replacing the generator. It was noted that they did not try first re-inserting the lead pin into the old generator. The device history records of the generator and lead were reviewed. The devices passed final quality and functional specifications prior to release. The explanted generator was received for analysis but product analysis has not been completed to date. No further relevant information has been received to date.